Manufacturer narrative:
Initial: pending more informations to perform a batch review and awaiting the product return for analysis.

Event description:
Icp catheter implanted (B)(6). Negative reading of 1-2 initially, good waveform. The following morning icp had gradually decreased -10 -12 readings & waveform dampened. MRI noted correct position. Connecting cables, no change in reading. Phillips monitor replicated the p2 reading. Patient taken back to ot. Catheter explanted and a new one implanted.

Manufacturer narrative:
Initial: pending more informations to perform a batch review and awaiting the product return for analysis. Final: during device investigation, the values displayed were consistent and stable: the catheter is consistent with the specifications.

Event description:
Icp catheter implanted july 1st. Negative reading of 1-2 initially, good waveform. The following morning icp had gradually decreased -10 -12 readings & waveform dampened. MRI noted correct position. Connecting cables, no change in reading. Phillips monitor replicated the p2 reading. Patient taken back to ot. Catheter explanted and a new one implanted.